Event description:
The customer reported erroneous hemoglobin (hgb) result for one patient involving the coulter act diff 2 analyzer. The erroneous result was released out of the laboratory and questioned by the physician as it did not correlate with the patient's clinical presentation. Subsequent analysis of the same patient sample, on the same analyzer, recovered a higher hemoglobin result which was considered correct. There was no report of patient consequence or change in patient treatment associated with this event. Further review of the customer-supplied data indicates low, flagged white blood cell (wbc), red blood cell (rbc), hematocrit (hct), and elevated platelet (plt) results without instrument flags on the initial analysis. Patient samples are typically analyzed immediately after collection. The customer was advised to perform a reproducibility test to verify instrument precision.

Manufacturer narrative:
There is no indication service was dispatched for this event. A definitive cause of the event is unknown.